Event description:
It was reported that 3 hours post a successful atrial fibrillation procedure that involved a varipulse catheter and thermocool® smart touch® sf bi-directional navigation catheter, the patient presented with stroke symptoms in the post op and a stroke code was called. The act (activated clotting time) was therapeutic at the time of the 1st pfa (pulse field ablation) lesion. 17 pfa lesions were performed. An stsf with the ngen system was also used. The case was unremarkable and the patient was transferred to post op. 3 hours later a stroke code was called. The patient presented with facial droop, right upper extremity weakness, and aphasia. A CT (computed tomography) was performed and was negative for large occlusions or bleeds. The MRI (magnetic resonance imaging) was cancelled on friday as the patient could not tolerate it. The last report on friday stated that the weakness and facial droop was resolved, but the aphasia remained. The MRI was performed over the weekend reporting a 1.1 cm lesion in the left thalamus and scattered post-dye of acute stroke in the left and right hemispheres. The patient has since been cleared by the speech/swallow team and is able to ambulate. Motor functions were normal with the only remaining symptom of double vision impacting balance that recovers slightly when one eye is covered. This report is for the stsf. A separate report has been sent for the varipulse.

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-may-2025, bwi received additional information regarding the event. The neurological impairment event was cerebrovascular accident (cva)/stroke. The intervention provided was narcan, CT, and MRI, and the outcome of the adverse event was improved, patient regained motor function with no aphasia but still has blurred vision. The patient required extended hospitalization for testing. MRI showed scattered foci of acute stroke. Pre-ablation thrombus check was performed with CT (computed tomography) showing no thrombus. Previous CT done prior to procedure showed no sign of stroke, and MRI after the procedure showed scattered foci of acute stroke. This was a new procedure, and the during the ablation the patient¿s rhythm was sinus. Sheath and the catheter exchanged occurred approximately 3 times, and one transseptal puncture site was performed during the procedure. Performed ablations during this procedure were 19 total pfa (pulse field ablation) lesions all inside the veins, none outside. Rf (radiofrequency) lesions applied to cti (cavo-tricuspid isthmus) line. No evidence of char or blood thrombus/clot during the procedure. Correct catheter settings were selected on the generator, and no issues with flow rate change at the start of ablation. No observations such as intracardiac excessive microbubbles observed via ultrasound, excessive impedance errors noted during the case. The patient did not have any anatomical abnormalities, and ablation was performed outside of the pvi for cti. The patient had extended hospitalization to undergo the aforementioned testing, therefore section b2 has prolonged hospitalization box selected, and section h6 health effect - impact code now includes "hospitalization or prolonged hospitalization" (f08). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-jun-2025, the product investigation was completed. An analysis of the product could not be performed since a physical sample was not received for evaluation. There is no information for the provided lot number 31542841l, which does not exist in bwi's system. Therefore a manufacturing record evaluation could not be performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 28-jul-2025, it was identified that bwi received additional information indicating that the irrigation rate was 4ml/min, and that this information was mistakenly omitted from the previously submitted supplemental report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).